Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open functional end-to-end anastomosis (colon), the device able to fire with no problem, however the anchoring suture on the cartridge fork side of the reinforcement cartridge could not be removed, the sheet did not come off after firing, in addition the device locked on tissue and surgeon forcibly pulled the device toward their in able to removed it. There was no problem with the tip of the anastomosis, but the surgeon reinforced it with additional suture just in case. There was no patient injury.